Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants and bilateral masses in her breasts using magnetic resonance imaging coupled with a physical exam. Lumpectomies will be performed. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2022. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08194 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13, 2022, mentor received additional information. The patient underwent a surgical intervention in which the breast masses were biopsied and diagnosed with intraductal papillomas in january of 2022. As the papillomas were diagnosed in january of 2022, the date of the event was updated accordingly. The health professional informed mentor that the breast masses (bilateral intraductal papillomas) were excised during the replacement surgery that was conducted on (B)(6) 2022. The patient was replaced with 325cc (right implant) and 350cc (left implant) mentor memorygel breast implants. The ruptures were discovered (B)(6) 2022 and as such the date of the event was updated on march 03, 2022 mentor received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. On (B)(6) 2022, mentor became aware that incorrect information was submitted in the first supplemental. The date of event was updated as (B)(6) 2022, not (B)(6) 2022. Manufacturer¿s reference number: (B)(4) in the first supplemental, the statement "the ruptures were discovered (B)(6) 2022 and as such the date of the event was updated" should not have been included as the date of event was updated to (B)(6) 2022 as that's when the breast masses were discovered.